Event description:
Wisniewski k, tomasik b, tyfa z, et al. Porous media computational fluid dynamics and the role of the first coil in the embolization of ruptured intracranial aneurysms. Journal of clinical medicine. 2021;10(7). Doi: 10.3390/jcm10071348. Medtronic literature review found a report of patient complications in association with a marathon 10 microcatheter. The purpose of this article was to identify a late recanalization predictor in ruptured intracranial aneurysms treated with coil embolization. 102 patients with burst intracranial aneurysms treated with coil embolization were reviewed. The mean age was 56 years. The article does not state any technical issues during use of the marathon microcatheter. The following intra- or post-procedural outcomes were noted: early recanalization (after 6 months) was found in 18 cases (27.3%); in 12 cases in grade 3b according to the raymond¿roy scale and in 6 cases in grade 3a. The treatment was repeated in 18 patients. Out of the 66 patients, late recanalization (after 12 months) was noted in 11 cases (16.6%). Altogether, there were seven cases in grade 2, according to the raymond¿roy scale, three cases in grade 2a, and one in grade 2b.

Manufacturer narrative:
See manufacturer report # 2029214-2022-00399. For another report related to the article. Wisniewski k, tomasik b, tyfa z, et al. Porous media computational fluid dynamics and the role of the first coil in the embolization of ruptured intracranial aneurysms. Journal of clinical medicine. 2021;10(7). Doi: 10.3390/jcm10071348. If information is provided in the future, a supplemental report will be issued.